Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose levels reached 363 mg/dl while wearing the pod worn between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, patient replaced the pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and did not find it bent or kinked. The fluid path was inspected and no issues were noted that would cause high blood glucose levels.